Event description:
In 2008, the sales representative reported that during surgery the surgeon was bending the plate with the plate bender when the plate broke. The surgeon then used another plate and was in the kit to finish the case as intended. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.